Event description:
It was reported that this lead was attempted implant in the left bundle branch. However, this lead was not placed due to an anomaly in the electrode end. Additional information has been requested but was not provided at this time. This lead is expected to be returned but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.